Event description:
It was reported that during testing at the manufacturer, the device overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During testing at the manufacturer, it was observed that the device overheated.